Event description:
Pt had penile prosthesis placed in 1989. Pt stated the device had not functioned properly in over a year. Exam revealed dorsal curvature of penis. A uniflex 1000 two piece inflatable prosthesis was removed. At the time of removal, the left prosthesis cylinder was noted to be broken at the distal end. The right cylinder was removed and noted to be broken at the distal end. The right cylinder was removed and noted to be broken from the pump mechanism.